Manufacturer narrative:
(B)(4).

Event description:
The customer called the philips response center (rc) to report "battery pca prongs in the rear are broke" and to request that a philips field service engineer (fse) be sent to the site to fix the device. There was no pt involvement.